Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and one month later, the patient reported to the hospital with abdominal pain and hematuria. On the same day, axial images using computed tomography (CT) abdomen and pelvis without intravenous contrast showed an inferior vena cava filter with similarly decreased caliber of the inferior vena cava, common iliac veins immediately inferior to the filter and likely chronic thrombosis below the filter. The filter tines extended beyond the inferior vena cava lumen, 1 of which continued to abut the aorta. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with venous insufficiency, pulmonary embolism, deep venous thrombosis and in conjunction before planned right lower extremity lytic therapy. Approximately nine years and one month post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous contrast revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.